Event description:
Pt had a heart attack in 2003. A stent was implanted and pt was on plavix. Pt started having chest pain again in 2004. Pt was taken to the hospital and angiogram revealed a blockage of the previous stent. An angioplasty was attempted but the balloon did not deflate on withdrawal. A CABG was done in the end.